Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, single port (sp) monopolar cautery instrument had a broken distal tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar cautery instrument associated with this complaint and completed investigations. The instrument was found to have a cracked instrument tube adapter. The component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. There is no material missing as a result.

Event description:
Refer to h11 for follow-up information.